Event description:
It was reported that the patient presented in the clinic for scheduled device exchange procedure. During the procedure it was noted that the coating material of the implantable cardioverter defibrillator (ICD) came off. The ICD was explanted and replaced on 16 oct 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of detachment of device or device component was confirmed. The reported event of contamination of device ingredient or reagent was not confirmed. Detachment of the device¿s parylene coating was noted upon receipt. The cause of parylene coating detachment could not be determined. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Section d9: "device available for evaluation" should have been selected "yes" instead of "no".